Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded. The tip, balloon, markerbands, shaft and hypotube were microscopically and tactile inspected. Inspection revealed a burst in the balloon material that was 18mm long. Inspection of the remainder of the device revealed no other damage or irregularities. There is no indication the device was inflated over the rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 19-aug-2018. It was reported that crossing difficulties were encountered. The 81% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. After pre-dilatation was performed with a 1.2 x 15mm emerge balloon catheter, a 2.00mm x 20mm maverick²¿ balloon catheter was advanced and expanded to 5 atmospheres. However, the device failed to cross the lesion due to the calcification and angulation. Subsequently, intravenous ultrasound imaging was performed using an opticross imaging catheter and it was noted that the calcification was somewhat more severe than as seen during angiography. The procedure was completed with another of the same device but the patient was scheduled to undergo ablation. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a longitudinal balloon tear.